Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, e4, g3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 (scope communication error). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the b30 scope communication error was due to no image display. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had a b30 scope communication error. The issue was observed during preparation for use before the patient was in the room. There were no reports of patient involvement.